Event description:
Boston scientific received information that this physician was inquiring about a longevity estimate as premature battery depletion is suspected. The device has a monitoring voltage (mv) of 2.62v and a charge time (CT) of 11.5 seconds.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
The device was subsequently explanted and returned for testing. This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
A boston scientific technical services consultant discussed device longevity with this caller. The device remains implanted and the patient will be followed closely. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.